Event description:
It was reported that patient's ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.